Event description:
It was reported that the pump button was extremely difficult to press and required multiple presses to activate screen. There was no reported adverse impact to the customer¿s blood glucose level. Customer worked with technical support to remove pump from case and repeatedly attempt button presses, and when problem persisted pump replacement was arranged under warranty while customer continued to use current pump until replacement arrived; customer was instructed to place pump in storage mode before return, reprogram settings and reconnect continuous glucose monitor on replacement pump, and return problematic pump using provided pre-paid label, which customer acknowledged and understood.